Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Prior fluoro and rad calibrations completed identified that rad calibration required a minimum setting of 120 kv to pass. Completed system autocalibration sequence and also completed manual system calibration sequence. Rad calibration successful at 115 kv. A software investigation was also completed, although could not determine root cause. This investigation found that the incident report stated the user encountered image quality issues. The report stated the imaging system produced a 2d image that was ¿very grainy and poor quality.¿ according to the logs, the user performed a 2d scan at 9:23:38. Then, the user followed up with a 3d scan at 9:24:17. Both captures were successful and without incident. A few minutes later at 9:33:42, the user requested a rad and fluoroscopy gain calibration despite the fact that the imaging system was calibrated just nine days earlier. The calibration was successful. At 9:51:52, the user restarted the imaging system and performed another gain calibration which was also successful. At 10:49:41, the user performed a series of 2d scans. They were successful and without incident. At 11:52:31, the user requested yet another gain calibration which was successful. At 12:00:00, the user performed a series of 2d scans followed by a 3d scan. Again, these scans were successful. There were no missing or bad frames. There were no detector errors from the hardware. The logs do not provide sufficient information to determine the cause of the stated image quality issue. A full imaging system check-out was completed following on-site troubleshooting and calibration and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system produced poor quality images. It was reported that earlier in the procedure, 2d localization exposures were taken and a 3d spin acquired; both looked normal. Then when the user attempted to take a second round of 2d localization exposures, the image quality was poor. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully without the imaging system after a reported delay of less than one hour. The patient was not impacted.